Event description:
It was observed that during the device evaluation, the video system center exhibited poor light intensity from normal light that failed to meet the standard value. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that due to poor contact of light emitting diode (led), light intensity of normal light does not meet the standard value. The most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.